Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had the tip broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 5.48 x 5.57 in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding tip broken on instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use.